Event description:
Pt had a cerebral angiogram. A mynx closure device was used at the end of the procedure. After physician deployment, he handed off to the tech to hold the device, watch the groin and hold pressure. The tech observed a 4 inch hematoma growing down the right upper thigh. Pressure was held for 40 minutes to reduce hematoma.